Manufacturer narrative:
Exemption number e2016004. (B)(4). (B)(4) is listed and mr. (B)(6) because mr. (B)(6) is the official correspondent of both (B)(4). Despite the following efforts (B)(4) made, the information about patient weight was not included in the information form. - on june 2, 2016, (B)(4) sent the information form "qa-011" to the dental office by e-mail. - on june 6, 2016, a follow-up telephone call to inquire more information was made to the dental office. There was no answer to the phone call. (B)(4) sent a follow-up e-mail to the office, but no response was returned. - on june 8, 2016, (B)(4) made a follow-up phone call again, but there was no response. - on june 9, 2016, (B)(4) sent the dentist a certified letter containing the information form and cover letter along with a new handpiece replacement. No information was forwarded to (B)(4). - on june 17, 2016, (B)(4) finally received the patient information form from the dental office, but the information about patient weight was missing.

Event description:
On june 15, 2016, nakanishi received an e-mail from a distributor ((B)(4)) about handpiece overheating. Details are as follows. - on june 1, 2016,(B)(4) was made aware by incoming repair paperwork that the nsk handpiece, ti95l (serial no.:(B)(4)) had overheated and burned a patient's lip. - on june 2, 2016, (B)(4) made a phone call to the dental office at the number received from the dealer for further information about the event. - the information (B)(4) obtained from the telephone communication with a dental assistant is : the event occurred on (B)(6), 2016. The dentist was performing #13 mod composite filling. The patient was so "tight lipped" that he/she did not open his/her mouth wide during the procedure. The dentist found a small white lesion (3mm x 3mm) at the wet/dry border of the patient's lower left lip. The patient was under local anesthesia, however brought the event to attention due to not being numb in the burn area. The dentist applied mq lubricant to the wound. According to the dentist, the burn healed.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject ti95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were no records showing that nakanishi (manufacturer) repaired the device since the device was shipped. However, the (B)(4) service records show there was one event in the repair history indicating that the distributor ((B)(4)) provided a repair service on march 4, 2016. B) nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or dents, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur did not rotate smoothly. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal rise in temperature at test points (1) and (2) 60 seconds after the start. Temperature measurements 60 seconds after the start are as follows: test point (1): 69.8 degrees c; test point (2): 81.9 degrees c; test point (3): 39.2 degrees c; test point (4): 32.6 degrees c. The rise was so sudden that the abnormal temperatures were observed only 60 seconds into the planned 5 minute evaluation. Nakanishi washed the inside of the handpiece using nakanishi pana spray plus. Nakanishi observed dirt being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. After cleaning and lubricating the handpiece as defined in the operation manual, nakanishi measured the temperature of the handpiece. Even after cleaning, nakanishi still observed a quick rise in temperature, as follows. Test point (1): 67.5 degrees c; test point (2): 87.9 degrees c; test point (3): 43.6 degrees c; test point (4): 35.1 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: abrasion on the inner race face of the bearing; abrasion on the retainer. Nakanishi took photographs of all of the disassembled parts and kept them in a file. When nakanishi received the handpiece, the cartridge bearing was already damaged, as discovered by the disassembly previously discussed. Therefore, the unacceptable temperature occurred even though nakanishi performed the maintenance as outlined in the operations manual (including the use of pana spray plus). Nakanishi then replaced the damaged bearing and measured the exothermic situation yet again. There was no abnormal rise in temperature during the test period (see below). Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearing had been replaced. Test point (1): 39.0 degrees c; test point (2): 39.5 degrees c; test point (3): 37.2 degrees c; test point (4): 38.2 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the corroded cartridge bearing. Nakanishi considers the possibility from many years of experience that the cause of the ball bearing being corroded was residual dirt in the inside parts, along with insufficient lubrication. A lack of maintenance causes the accumulation of dirt in the inside parts as well as insufficient lubrication, which in turn can cause the corrosion of the ball bearing leading to the abnormal rotation resistance. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.